Event description:
It was reported that the user experienced recurrent overnight low glucose alerts while using the ilet bionic pancreas, with device data showing nocturnal hypoglycemia over multiple nights and prolonged post-dinner hyperglycemia; the user occasionally logged nighttime snacks as ¿less than¿ standard meals per prior training. Symptoms included low and high glucose alerts without reported physical symptoms. Outcomes included disrupted sleep due to repeated low-glucose alerts, and the user was transferred to a clinician for medical guidance to prevent nocturnal lows. Investigation included review of device data and user-reported behaviors, along with troubleshooting and education on use of the system and oral glucose treatment for lows. Investigation of this case revealed no device malfunction, and patterns suggest behavioral or dosing interactions related to meal and snack entries contributing to post-prandial hyperglycemia followed by late-night hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial with user-specific factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.